Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. The reporter alleged that the pump had a short battery life issue and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the black box showed evidence of short battery life. There were voltage drops observed in the black box on (B)(6) 2016 resulting in a ¿low battery¿ warning and on (B)(6) 2016 resulting in a ¿replace battery¿ alarm. Visual inspection revealed that the battery compartment was cracked and the battery compartment threads were damaged. The battery cap was unable to fully tighten; however, the pump powered on with the returned battery cap and did not draw excessive current. The complaint of short battery life could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and there was evidence of moisture contamination on the underside of the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.